Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the device. A follow-up MDR will be required. Medwatch report submitted. When returned to physio-control, the MDR certified mail receipt will be on file.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would not power on. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the device and verified the reported failure. Physio observed that the internal hlc batteries were depleted; however, the cause of the reported failure could not be determined. Physio did observe an electrical leakage of a filter, designator fl9 from the analog pcb assembly which could deplete the internal hlc batteries, but noted that the amount of leakage was not enough to cause the depletion. The customer received a replacement device.